Event description:
Healthcare professional reported right side "saline implant rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿saline implant rupture¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿saline implant rupture¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported right side "saline implant rupture¿. The device has been explanted.